Manufacturer narrative:
E1 initial reporter phone no.: (B)(6) the device was received for evaluation. During functional testing, the customer reported "upstream occlusion" was not reproduced. The device was tested for flow lines for ultrasonic sensor upstream occlusion testing and passed. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor calibration out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion occurred during an unspecified process step. There was no patient involvement. No additional information is available.